Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported two patients had debridement with head and liner exchange due to infection.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The lot numbers of the products are unknown, therefore the device history records and complaint history could not be reviewed. These devices are used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. It is reported that a legacy zimmer trilogy constrained liner was used with a bimetric stem (biomet (B)(4), USA). Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported two patients had debridement with head and liner exchange due to infection. Devices were used in combination with bimetric stem for which compatibility has not been assessed.